Event description:
It was reported that the patient presented with noise episodes and had fainted several times. Emi was suspected. Programming changes were made.

Event description:
It was reported that during regular follow-up the diagnostic of the device indicated several episodes of noise reversion. Oversensing was observed without deflection on the rv bipolar channel. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.